Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left circumflex artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft. Both the outer and inner lumens were visually inspected and examined through tactile means, with no issues identified. However, a detailed microscopic examination of the balloon material revealed a 4mm longitudinal tear, extending from the proximal marker band to the mid-section of the balloon. No damage was observed at the tip. The allegation in the complaint has been confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left circumflex artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.